Manufacturer narrative:
The reported field event of low battery longevity reading was confirmed in the laboratory and was due to device exposed to below freezing temperature. Exposure of the device to freezing temperature can result in a temporary low battery voltage measurement at time of implant or shortly after implant. The device was tested on the bench and no anomalies were found. Battery voltage was above eri.

Event description:
It was reported that insertable cardiac monitor showed a low battery status after implant. The patient was implanted normally. It was noted that the battery gauge was depleted to the lower 25% of the gauge. The device was immediately explanted and a new insertable cardiac monitor was implanted. The patient was stable and had no adverse consequences from the procedure.